Event description:
Subsequent to the initial medwatch, the following information was received: the percutaneous coronary intervention initially reported as intervention to the plad was actually performed in the second diagonal which was a non-related lesion to the implanted promus stents.

Event description:
It was reported that approximately 7 months post implantation of a 2.75x23mm and a 3.0x18mm promus stent in the proximal left anterior descending artery (plad), the patient experienced worsening angina. On 7/20/11, the patient was hospitalized for percutaneous coronary intervention to the target lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event reported as (B)(6) 2011. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.